Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited corrupt programming due to defective components u102 and u105 on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up properly.